Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, some parts of yellow shipping wedge from the staple fell into the patient¿s abdominal cavity.